Event description:
Same case as MDR ID# 2134265-2012-07767. Same case as MDR ID# 2134265-2012-07768. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a stent deployment issue occurred. Vascular access was obtained via the femoral artery using a 7f 25 cm non bsc introducer sheath. A .035 guide wire successfully crossed the target lesion. For predilation a 8.0 x 20, 75 cm mustang balloon catheter was advanced to the target lesion. During the first inflation at 10 atms, a balloon rupture occurred. The mustang balloon catheter was removed intact. A 8.0-40, 135 wanda balloon catheter was advanced to the target lesion and dilation was performed. An express vascular ld stent was deployed at the target lesion, however due to the degree of vessel calcification the stent did not fully appose to the vessel wall but remained in position. The sds was removed and the stent was dilated with the 8.0-40, 135 wanda balloon catheter. During the first inflation at 12 atms, a balloon rupture occurred. The wanda balloon catheter was removed intact and the stent was successfully deployed with a 8-40 mm mustang balloon catheter. No further patient complications were reported and the patient's status is listed as stable. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).